Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusions set's tubing detached/broken at site connector. At the time of the event, her blood glucose level was on the range of 300 mg/dl. The infusion set had been used for around 18 hours. Further, they replaced the infusion set and resumed insulin successfully. No further information available.